Event description:
It was reported that the patient is experiencing recurring incontinence after twelve years of the artificial urinary sphincter (aus) being implanted. During explant of the aus, a urethra-atropia was seen and a new aus was implanted. A cuff was placed on another site of the urethra. The patient is expected to fully recover.

Manufacturer narrative:
H6 patient codes corrected/updated.

Event description:
It was reported that the patient is experiencing recurring incontinence after twelve years of the artificial urinary sphincter(aus) being implanted. During explant of the aus, a urethra-atropia was seen and a new aus was implanted. A cuff was placed on another site of the urethra. The patient is expected to fully recover.